Event description:
It has been reported that the device speakers are not functioning properly.

Manufacturer narrative:
Available details indicate that the device malfunction had previously been reported under servicemax case numbers 0120049095 and 0120396710. The customer had been advised their device was out of warranty and directed to order replacements through regular sales. The customer attempted to order a replacement fr3 through the online shop, but was having difficulty and contacted philips for assistance. The order desk found the equipment is on backorder and therefore could not be ordered online, but assisted the customer and placed an order via nemo (no engineer material only). The device is not available for additional investigation. Because the device is out of warranty, cannot be repaired, and remains at the customer site, the cause of the reported problem is unknown and cannot be confirmed. Based on the information available, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was advised their device was out of warranty and cannot be repaired. A replacement was ordered through the philips order desk to resolve the customer's issue of being unable to order a replacement device. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.